Event description:
It was reported to vyaire medical that the vela ventilator had touchscreen issues during the est/uvt (extended systems test/user verification tests).

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was able to confirm the issue - touchscreen issues on the unit. Vyaire field service representative (fsr) evaluated the device on-site, and the touch screen was not working. A display was ordered to resolve the issue. However, unit showed as a diamond by serial number but the inside was a model t2 and this model we no longer in service.